Event description:
It was reported that about a year ago the patient received an MRI and claimed that they were burned and their implantable cardiac monitor (icm) moved. The status of the device is unknown. No further patient complications have been reported as a result of this event.